Manufacturer narrative:
No anomaly that could have contributed to the event emerged from the check of the DHR of the lot # involved, on a total of (B)(4) beaters (lot #201316873) and on (B)(4) trial cups (lot #2013ha705) released on the market. This is the first and only complaint received on these lot#. We received both the involved instruments and by a visual analysis we observed that the thread of the beater was not broken, but stripped. The same issue was also identified for the thread of the trial cup. It is not possible to determine if both instruments were already damaged or if the stripped thread of one of the two instruments damaged also the other one during surgery. To check if the instruments were still functional, we tried to screw the trial cup on the delta beater, but it was not possible. Therefore, the instruments were not functional when used together. We do not know how many times the instruments were used before identifying the issue. The male thread of the beater could have been slightly damaged after repeated use, or because of an improper use by the surgeon (onset on multi-axial forces on the male thread when beating the cup), or because of a combination of both these factors. Damage of the male thread then probably caused the damage of the female thread of the trial cup when the instruments were used together. According to the available information, there were no consequences for the patient and the surgeon was able to conclude the surgery using the same instruments. Pms data: we are aware of a total of 4 similar cases (stripped/damage male thread) on the delta beater (model #9057.20.555) on a total of (B)(4) delta beaters manufactured since 2008. Note: in the instrument set of the delta acetabular system there is always an alternative instrument (model #9055.28.400) which can be used instead of the delta beater with model #9057.20.555, as explained in the surgical technique: this further reduce the risk of intra-operative consequences for the patient in case of thread damage of the delta beater. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market on the reoccurrence of similar events.

Event description:
During a hip arthroplasty it was noticed that the thread of the beater (model #9057.20.555, lot #201316873) was damaged during the trialling of the cup. Also the internal thread of the trial cup (model #9055.28.450, lot #2013ha705) was damaged. There was no prolonged surgery time and no consequences for the patient since it was still possible to work with the instrument and conclude the surgery. Event happened in (B)(6).

Manufacturer narrative:
From the check of the DHR of the lot # involved no anomaly emerged on a total of (B)(4) beaters (lot #201316873) and on (B)(4) trial cups (lot #2013ha705) which were released on the market. This is the first and only complaint received on these lot#. We will submit a final emdr when the investigation will be completed.

Event description:
During a hip arthroplasty it was noticed that the thread of the beater (model #9057.20.555, lot #201316873) was damaged during the trialling of the cup. Also the internal thread oft he trial cup (model #9055.28.450, lot #2013ha705) was damaged. There was no prolonged surgery time and no consequences for the patient since it was still possible to work with the instrument and conclude the surgery. Event happened in (B)(6).